Event description:
Customer's mother reported via phone call that the customer received lost sensor alert. It was found that there was no sensor electrode. Blood glucose value is unknown. The sensor will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.